Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer had not addressed bg at time of troubleshooting. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.